Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 592-45 implantable pacing lead implanted: (B)(6) 2006; p1501dr implantable pulse generator (ipg) implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: pli30 product ID# 5092-52. A distal portion was received measuring 45 cm. There was blood on the proximal conductor of the lead and it was not obstructed, the outer insulation of the lead developed a cosmetic depression while in vivo, analysis was performed and no anomalies were found.

Event description:
It was reported by the patient that the ¿wire¿s come loose on the left side¿. Additional information received from the manufacturer's representative indicated there were chronic right ventricular lead thresholds. The lead was explanted and replaced. No patient com plications have been reported as a result of this event.

Event description:
It was reported by the patient that the ¿wire¿s come loose on the left side¿. Additional information received from the manufacturer's representative indicated there were chronic right ventricular lead thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.